Event description:
It was reported that the programmer generated errors three times, one accompanied an automatic shut down. Despite the power being recycled and the service disk being run, another error occurred. The programmer was returned for service. There was no patient involvement.

Event description:
It was reported that the programmer generated errors three times, one accompanied an automatic shut down. Despite the power being recycled and the service disk being run, another error occurred. The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis did not reproduce the customer experience of errors however they were confirmed in the error log and the hard drive was replaced and reimaged and the power supply replaced as preventive. Analysis did find that the paper guide on the printer drawer was broken and that the programmer had an incorrect media bay door and a noisy system fan. All were replaced. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.